Manufacturer narrative:
Product event summary: analysis confirmed the reported screen issue; the overlay screen was cracked. Analysis was not able to confirm the reported system hang issue; the programmer pass functional test. No error was found in the programmer error logs. Analysis also found the system fan was noisy and the stylus was missing.

Event description:
It was reported the screen is cracked and system hangs up sometimes. The programmer was returned for repair. No patient complications have been reported as a result of this event.